Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced loss of stimulation. Lead migration was confirmed via x-ray. In turn, surgical intervention was undertaken on (B)(6) 2019 where in the lead was explanted and replaced with a new lead. Reportedly, therapy was restored post operatively.